Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up at a nursing home, the device was found to be in back up mode. Technical support was contacted and suspected the device was in back up mode due to multiple charges to deliver appropriate high voltage defibrillation therapy in a short amount of time. During the multiple charges, it was observed some of the charges timed out. The event was resolved by reprogramming the device and turning off the ICD therapy. The patient was stable.